Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse rx pta dilatation catheter was returned for evaluation. No specific anomalies were noted during the visual evaluation. During the functional testing, the balloon was inflated with the in-house presto inflation device, and water was noted to be leaking from the distal tip. Under microscopic observation, a tear on the rapid exchange port was noted. No further testing was performed. Therefore, the investigation into the reported balloon rupture remains inconclusive as the evidence of a balloon rupture couldn¿t be noted due to a leak on the catheter shaft upon inflating the returned balloon. However, the investigation confirmed the identified catheter leak, as the water was noted to be leaking from the distal tip upon inflating the balloon. The investigation was also confirmed for the identified hypotube tear, as during the microscopic observation, the tear was noted on the rapid exchange port. A definitive root cause for the reported balloon rupture, identified catheter leak and identified hypotube tear could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 01/2025.

Event description:
It was reported that during an angioplasty procedure of a calcified target lesion of chronic total occlusion in the superficial femoral artery via a right contralateral approach, the pta balloon allegedly ruptured at 2 atm. The procedure was completed using another device. There was no reported patient injury.